Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. The icm was interrogated in clinic, and there was still no ble telemetry and unable to be resolved. Later, it was found that the issue was resolved with no known intervention performed. There were no patient consequences reported.